Event description:
This 37 year old male 0ffered no complaints pre treatment. He complained of chest pain early in his treatment. Which was relieved by a bolies of normal saline. 30 minute before the patient's treatment was due to end, he complained of severe abdominal pain, the treatment was terminated with no relief of pain. The patient started vomiting and the pain appeared to be intensifying. The patient was given 25 mg oemerol IV, cobe rx machine focus 120 dialyzer. He was then seen by the medical director and sent to the hospital. The patient has a history of ulcers. He has had chest pain and abdominal pain in the past that was associated with ulcers.at 3:40 pm the medical director called the unit and stated that the patient had hemolysis. The medical requested the following testing be done:calony count in coming water to machine #10neg at 24 digree 47 at 72 digreecalony count - dialysate - machine #10 - neg 24 digree32 - 72 digreelal testing of incoming water to machine - negativelal testing of dialysate - negativecheck blood pump for occlusion - works wellcheck ph of incoming water - 6.1check ph of dialysate - 7.04check dialy sate - sodium at 4/30 setting - 144water analysis sent to labconductivity - 14.19 - 14.30temperature - 37.5the medical director called again and stated that the pateint had a pulmonary embolus. The patient is in stable condition and will be discharged soon. The director of nursing was the person terminating the patient's treatment. She did not notice any discoloration of the patient's blood or any kinks in the lines, the lines were discarded. The medical director states that a clot may have formed above the filter or immediately below the filter in the venous chamber and gone into the patient.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded. The device was destroyed/disposed of.